Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review.

Event description:
It was reported that the foley catheter balloon was ruptured, and the catheter fell out. Initially, the patient had abdominal distension and difficulty in urination on (B)(6) 2022. Therefore, the catheterization was performed, and the drainage was smooth. At 8:00 a.m on the next day, the catheter balloon was found to be ruptured and then it fell out. A new catheter was indwelled as instructed by the doctor.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review.

Event description:
It was reported that the foley catheter balloon was ruptured, and the catheter fell out. Initially, the patient had abdominal distension and difficulty in urination on (B)(6) 2022. Therefore, the catheterization was performed, and the drainage was smooth. At 8:00 a.m on the next day, the catheter balloon was found to be ruptured and then it fell out. A new catheter was indwelled as instructed by the doctor.